Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be identified nor duplicated. Regardless, preemptive repairs were performed. The system was found to be operating as intended.

Event description:
The customer reported the system failed to display an image. No report of pt injury.